Event description:
It was reported that before surgery, the device did not spray. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation battery expulsion rupture was found. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Two devices of the same lot were returned for evaluation. Functional testing found neither device would not power on with the original battery packs, but both did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of both packs found the batteries had leaked electrolyte inside of the packs. The batteries were installed in the correct orientation inside the packs. There did not appear to be damage to the wiring of the packs. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing deficiencies. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.